Event description:
During an atrial fibrillation procedure, a tip fracture occurred. While maneuvering the catheter into the venous system, fluoroscopy revealed the tip of the catheter had an abnormal shape. Upon removal, the tip was noted to be partially fractured. Another viewflex¿ xtra ice catheter was used to complete the the procedure with no consequences to the patient.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. Due to the aforementioned damage to the catheter tip, functional testing could not be performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.